Manufacturer narrative:
Additional manufacturing narrative: other, other text: per the medwatch user facility report received from the initial reporter, the product is not available for evaluation. H3 other text : device not returned.

Event description:
The customer reported they were unable to get an oxygen saturation reading for approximately 3 minutes following delivery. There was no patient impact or consequence reported.